Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 20-june-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. No additional follow-up information was available. The most probable cause for error 2017 substrate ii purge failure and error 2015 bf probe purge failure was unknown.

Event description:
On (B)(6) 2017, a customer reported error 2017 substrate ii purge failure and error 2015 bf probe purge failure on the aia-360 instrument. The customer stated that there was liquid coming out of the overflow. The customer is unable to run patient samples on pth.on (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.